Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "implant rupture" on an unknown side. This relates to the left side. Device status is unknown.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5,d6b,h6.